Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left coronary artery (lca). A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left coronary artery (lca). A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left coronary artery (lca). The balloon ruptured upon initial inflation at 6 atm for 2 seconds. The balloon was removed normally and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube. No kinks or damages identified along the polymer shaft. No issues identified during a microscopic examination of the extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. A microscopic examination of the tip section found no damage. The device was attached to a pretested encore inflation unit (encore tested using a druck gauge). The balloon was inflated to its rated burst pressure (rbp) of 12 atmospheres with no leaks noted. A vacuum was pulled and the balloon deflated without any issue. The balloon was inflated for three more occasions and on each occasion the balloon inflated to its rbp and maintained pressure with no leaks noted.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left coronary artery (lca). A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left coronary artery (lca). The balloon ruptured upon initial inflation at 6 atm for 2 seconds. The balloon was removed normally and the patient was stable after the procedure.